Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2022 when removing the guide, the internal part of the guide broke inside the vessel. The spring was not reached. The user was able to remove all parts of the guide. There were no clinical consequences observed for the patient. A second guide from a kit from the same lot# was used with success. The current patient's condition is fine. Additional information on (B)(6) 2022: the intervention needed was the action of removing both part of the guide after separation. There was no part left in the patient , the guide was removed in its entirety.

Event description:
It was reported on 24may2022 when removing the guide, the internal part of the guide broke inside the vessel. The spring was not reached. The user was able to remove all parts of the guide. There were no clinical consequences observed for the patient. A second guide from a kit from the same lot# was used with success. The current patient's condition is fine. Additional information on 02sept2022: the intervention needed was the action of removing both part of the guide after separation. There was no part left in the patient , the guide was removed in its entirety.

Manufacturer narrative:
(B)(4). The customer returned one guide wire and cvc catheter for analysis. Signs of use in the form of biological material were observed on the guide wire. Visual analysis of the returned guide wire revealed that the guide wire was unraveled from the proximal end. Several bends/kinks were also observed across the guide wire body. This resulted in the distal j-bend to be slightly misshapen. Microscopic examination confirmed the unraveling and revealed that the core wire had separated directly adjacent to the proximal weld. Despite this, the proximal weld was still attached to the coil wire. The guide wire length from the proximal weld to the point of separation on the core wire measured 684mm, which is within the specification limits of 578mm-688mm per the guide wire product drawing. The guide wire outer diameter measured .854mm, which is within the specification limits of .838mm-.877mm per the guide wire product drawing. The distal end of the guide wire (not unraveled section) was inserted through a lab inventory syringe/needle subassembly. The guide wire was able to pass with little to no difficulty. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal weld was secure to both the core and coil wires. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply undue force on guidewire to reduce risk of possible breakage". The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis revealed that the core wire had separated directly adjacent to the proximal weld. Despite this, the weld was still attached to the coil wire. The guide wire met all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a f orce greater than the design specification is applied during removal. Based on this, the observed failure mode on the returned guide wire is consistent with damage due to undue force applied during insertion. Therefore, unintentional user error likely caused or co ntributed to this event. Teleflex will continue to monitor and trend for reports of this nature.